Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Signs of exposure to heat at the c-ring fracture sight were observed. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity to the c-ring. Based on the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke in half on the vasoview hemopro 2. Nothing fell into the patient. The dissection tip used to create the tunnel and distal insufflation was being used. The jaws were not close to the c-ring when the breakage occurred. A replacement device was used to complete the procedure.